Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 17oct2018. The manufacturer's field service engineer was able to confirm the reported problem.the manufacturer's field service engineer ordered a power supply for replacement to resolve this issue.

Event description:
The customer reported the device is not switching on. No patient involvement reported. The event date was not specified; estimate used.